Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed due to a both response button tactile domes being physically damaged, causing intermittent connection. The cause of the inability to activate the monitor is the damaged domes. The root cause of the damages domes was physical abuse. There was no adverse event that resulted from the damaged monitor.

Event description:
A u.s. Distributor returned a monitor and reported that the response buttons were non-functional.